Manufacturer narrative:
A ge representative evaluated the system and replaced and formatted the cine drive. System operates as intended.

Event description:
The customer reported that when recalling cine runs, the image has horizontal lines through it. Add'l lines appear as the cine run runs longer. No pt injury was reported.